Event description:
Reportedly. The button on a cautery pencil stuck in the on position, causing the cord to get hot and melt a drape. There was no pt injury.

Manufacturer narrative:
Sample was not returned for eval. Conmed's eval of a rep sample from the same lot is attached in MFR. Report# 1720159-2004-00087.